Manufacturer narrative:
Section a5a,5b: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted from clinic for drainage. The patient had a worsening driveline exit site infection and needed to change the driveline dressing twice daily because of saturation. The patient reported having chills over the past few days. The patient was admitted for work up and labs showed a normal white blood cell count. A culture was taken of the driveline exit site and infectious disease was consulted. Broad spectrum antibiotics were started empirically with IV vancomycin 1.5gm and cefepime 2gm twice daily. Cultures showed light growth of gram positive cocci-diphtheroids. An abdomen CT on admission was negative for infection or abscess. Drainage remained stable to slightly improved per patient. The patient was discharged home on (B)(6) 2018. No further information was provided.